Event description:
It was reported that patient's left hip was revised due to acetabular protrusio.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown hip. Additional information has been requested and if received, will be submitted in a follow up report upon completion of the investigation. Not returned.